Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for dehydration and high blood glucose. The blood glucose reading at time of call was 228mg/dl. Troubleshooting was performed. The customer stated experiencing high glucose level for the past two weeks. The programming, time, and date of the insulin pump were correct. Ran a fixed prime and high pressure test and the device passed the tests. No further information was provided.